Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 18 days due to dehiscence, regurgitation, and perivalvular leak (pvl). Per the op report for surgery date (B)(6) 2013 (implantation of subject device): "he had a bicuspid aortic valve with severe calcification which was excised, including de-calcification of the annulus. His mean gradient post-valve replacement was 6 mmhg. His peak gradient was 11 mmhg. He had no perivalvular leak. Cross-clamp time 65 minutes; cardiopulmonary bypass time 102 minutes." No reported issues completing surgery. Patient was taken from the operating room to the ICU in critical, but stable condition. Unfortunately, the patient developed aortic regurgitation see on echo approximately 3 days later. The aortic bioprosthesis appeared to seat well. There was aortic regurgitation of probably moderate severity by color flow and continuous wave doppler examinations, probably due to a pvl. Patient was discharged on pod #4. Although the patient had been doing well at home, he returned on (B)(6) 2013 with shortness of breath and palpitations. There was at least moderate peri-valvular aortic regurgitant leak by color flow and continuous wave doppler examinations. Therefore, the patient was referred for redo-aortic valve replacement scheduled for (B)(6) 2013. Operative findings: the patient had dehiscence of one-third of the valve for reasons that are unclear, the sutures were intact. There was no evidence of an acute infectious process, but nevertheless, the patient had significant aortic insufficiency. The valve was excised and new one was replaced without difficulty ... No reported issues completing surgery. Patient was taken from the operating room to the ICU in critical, but stable condition. Post-op echocardiogram showed a well-seated aortic valve with normal leaflet excursion. There was trivial aortic regurgitation by color flow and continuous wave doppler examinations. There was no perivalvular regurgitation. Patient was discharged from hospital on pod #4. Echo on 06/26/2013 showed again a well-seated aortic valve. No evidence of aortic regurgitation.

Manufacturer narrative:
(B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection.. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event cannot be confirmed. In this case, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.